Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb damage issue was verified, but the wake button issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch. It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.